Manufacturer narrative:
The insulin pump was received with a cracked end cap near the drive support disk. The insulin pump had minor scratched display window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and missing the black o ring seal from inside reservoir tube. The insulin pump was returned without the original pump belt clip; no damage on pump belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment had some chipping and the gasket "ring" came out and the reservoir would not stay in the compartment. Customer's blood glucose was 457 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.